Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure the df1 portion of this right ventricular (rv) lead was observed to be broken. The lead was surgically abandoned and the patient will remained hospitalized until another rv lead is implanted. No additional adverse patient effects were reported.